Manufacturer narrative:
Continuation of medical devices: d314trg ICD implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing of atrial fibrillation (af). Follow up yielded no further information. The lead is still in use. No patient complications have been reported as a result of this event.